Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as; the patient was preparing to perform pd therapy and the cassette line dropped to the floor prior to making the connection. The patient picked up the cassette line and used it. Subsequently, two days later, the patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. On the same day as onset, the patient was hospitalized and began treatment for the peritonitis with an unspecified antibiotic (dose, frequency, and route were not reported). Five days later, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. Four days later, the patient was recovered from the peritonitis and discharged from the hospital. No additional information is available.